Event description:
The customer reported that the sys did not allow the selection of digital subtraction angiography mode or the default profile of vascular. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reinstalled the sys software and performed camera iris calibration. The sys was tested and found to be working as intended and put back in svc.